Event description:
Record is being cancelled as the reported malfunction is not a valid complaint.

Manufacturer narrative:
Record is being cancelled as the reported malfunction is not a valid complaint. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)displaying gas loss alarm.